Event description:
It was reported to philips that during set up, the device does not come out of standby mode when prompted. There was no patient involvement or harm. This event was reported to have occurred during set up. The customer spoke with a philips remote service engineer (rse). The customer was unable to duplicate the issue during testing, the device is in avaps mode and hft is not present, and the air inlet filter is dirty. The rse advised the customer to perform air and o2 flow accuracy checks in the performance verification test (pvt). If they are out of spec, then standby mode could be affected. The flow sensor assembly may need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.